Event description:
The device was returned from the medical examiner's office to the manufacturer with the report that the patient was found unresponsive at home. The patient was "dead at the scene" and was not transported to the hospital. The cause of death is pending toxicology results which will not be available until 2007. The reporter indicated that this was a fentanyl pump. Cause of death is public record, however, the autopsy results are not available to the manufacturer without consent of the next of kin. The manufacturer has requested additional information from the hcp, but it has not been provided as of the date of this report.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.